Manufacturer narrative:
The not performed energy check could not be the cause of the overcorrection. The term ¿contributing factor¿ has been used erroneously in order to indicate that the requirements of the direction for use was not adhered to. This was the only deviation from a standard procedure, which could be identified during manufacturers investigation. This deviation could not cause the hypercorrection for the following reasons and is therefore not a contributing factor to the root cause itself: the energy check to be performed within 30 minutes prior to each treatment is not intended to be a risk mitigation according to the risk management file. The energy values documented in the logfiles of the device show stable energy levels throughout the whole treatment day. The device met all specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported three patients underwent lasik ended up with hypercorrection. Additional information has been requested. There are three related reports for this facility. This report addresses patient one and other manufacturer reports will be filed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfiles of the treatment day showed that the user did not perform the required energy check prior to performing the treatment. A contribution to the reported event cannot be excluded. The system history showed no abnormalities that could have contributed to this event. The review showed that the laser was successfully verified prior to and after the date of event/treatment. The user manual was reviewed and the requirements are clearly defined. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. However, as the user did not perform the required energy check to ensure that target energy is identified to be at minimum a contributing factor. (B)(4).